Manufacturer narrative:
During further evaluation, it was determined that the root cause was due to improper handling of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 3 of the same event. It was reported from (B)(6) that half way through an unspecified veterinary surgical procedure, it was discovered that the small battery drive device stopped working and would not start again. According to the reporter, the battery device was changed and before they could close the lid on the battery casing device, it started to smell like smoke so the battery device was removed instantly. It was reported that the user then tried the first battery device again and the small battery drive device ran slowly as soon as the battery device was installed even if it was in the off position. It was reported that the only way to stop the small battery drive device is to remove the battery device. It was further reported that the universal charger device displayed a red light when the battery devices were put back in. It was unknown if there was a delay to the planned surgical procedure. It was unknown if a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Correction: the manufacturing location was documented as (B)(4) in the initial report and has been updated as (B)(4). Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device battery had no voltage and could not charge. It is assumed that the device may have damaged the battery due to a short circuit. The device also failed pretest for charging and refreshing battery in charger and li-ion battery measuring. Therefore, the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available, a supplemental medwatch will be submitted accordingly.